Event description:
(B)(4)

Manufacturer narrative:
There is no lot info available because the facility has discarded the packaging. The initial rptr listed suspect medical device for catalog# (B)(4) 106353. This catalog number does not correspond to any coopersurgical product. The initial rptr was contacted, but has not provided any info regarding (B)(4) 106353. The electrosurgical generator has not been identified. The power settings are unk. The electrode may have come in contact with another instrument during the procedure causing the electrode to break. (B)(4).